Manufacturer narrative:
Sample is expected to be returned.

Event description:
The caller reported when the mom went to put a new trach in the pt, he removed the introducer and it was very stiff. The caller reported that she then went to suction the tracheostomy and felt there was a blockage in the tube. The caller reported that decannulation and recannulation of a replacement tube was required. The caller stated the pt is doing well.